Event description:
The patient reported that he was delivering a 12 unit bolus of insulin before eating lunch, when he felt insulin leaking onto his skin. Upon inspection of his system, he observed that the tubing of his infusion set had completely separated at the luer lock connection. To correct this situation, he replaced his tubing and completed the 12 unit bolus of insulin before lunch. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.